Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823162) was returned for evaluation. Device history record (DHR) - the product code 823162 with lot 6824339 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 110 mmh2o. The valve was visually inspected; tears and marks were noted on the housing around the siphonguard and on the siphonguard. The valve failed the test for programming. The valve could not flush, leak and pressure tested as the housing was torn. The valve could not pressure tested as the valve is not programming. The valve was dismantled and was examined under microscope at appropriate magnification, a bump mark from the pivot was noted on the casing. Root cause analysis - the root cause for cut/tear in the silicone housing could be due to a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU silicone has a low cut/tear resistance. The root cause for the bump marks in the valve casing noted during the investigation is due to the valve receiving a hard knock. The root cause for the programming issue is due to the valve receiving a hard knock.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823162) was implanted via ventriculoperitoneal (vp) shunt due to congenital hydrocephalus on an unknown date with an unknown pressure setting. The pressure setting could not be changed, and the device was removed and replaced with a new valve on (B)(6) 2025. Upon removal, the valve was found to be partially damaged. It was confirmed that the damage did not occur during explantation. The patient was once hit his head. The patient is in follow-up care. According to information provided, it is unknown whether the patient exhibited any signs or symptoms related to the product issue.